Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to manufacturing related due to collapsed / pinched inflation lumen under the balloon or along the shaft. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the customer had issue with indwelling catheter. It was stated that the catheter was placed on 9months female in operating room on (B)(6) and removed on (B)(6) by a bedside nurse. Documentation stated the catheter was 6fr filled with 3cc and took 2 attempts. Upon removing nurse deflated the bulb passively and got 3cc back, when attempted to pull the catheter nurse met resistance. When the catheter was removed it was noted that the bulb had folded back and had formed a ridge. Per additional information received via email on 24dec2022, no medical intervention was required. Per follow-up via email on 17jan2023, it was reported that the customer had another issue with an indwelling catheter on 16jan. The nurse placed an in-and-out catheter (the one with a bag attached) to obtain a specimen and relieve bladder pressure. Approximately 700 cc of urine were returned. Upon trying to remove the catheter, resistance was felt, so the bedside nurse stopped and called them. They tried pushing the catheter back in (without resistance) and applied more lubrication but were not able to remove the catheter, so the physician team was notified, urology was consulted, and they came to the bedside and removed the catheter. It was also stated that the intermittent catheter pre-made kit had been opened. The iodine swab pack in the kit contained only iodine and did not contain any swabs. Per additional information received via email on 14feb2023, it was reported that the customer had another issue with the foley catheter. Stated that the bedside nurse attempted to place a catheter, when going to inflate the balloon met a lot of resistance and was unable to inflate despite being in bladder, as urine was filling bag. Staff removed this catheter and attempted again, unable to inflate that was as well. Then consulted urology and they came to the bedside and placed a foley. Staff have attached a picture of the first catheter after removal, they tried to re-inflate it and only one side inflated.

Event description:
It was reported that the customer had issue with indwelling catheter. It was stated that the catheter was placed on 9 months female in operating room on (B)(6) and removed on (B)(6) by a bedside nurse. Documentation stated the catheter was 6fr filled with 3cc and took 2 attempts (pr#(B)(4)). Upon removing nurse deflated the bulb passively and got 3cc back, when attempted to pull the catheter nurse met resistance. When the catheter was removed it was noted that the bulb had folded back and had formed a ridge. Per additional information received via email on (B)(6) 2022, no medical intervention was required. Per follow-up via email on (B)(6) 2023, it was reported that the customer had another issue with an indwelling catheter on (B)(6). The nurse placed an in-and-out catheter (the one with a bag attached) to obtain a specimen and relieve bladder pressure. Approximately 700 cc of urine were returned. Upon trying to remove the catheter, resistance was felt, so the bedside nurse stopped and called them. They tried pushing the catheter back in (without resistance) and applied more lubrication but were not able to remove the catheter, so the physician team was notified, urology was consulted, and they came to the bedside and removed the catheter. It was also stated that the intermittent catheter pre-made kit had been opened. The iodine swab pack in the kit contained only iodine and did not contain any swabs. Per additional information received via email on (B)(6) 2023, it was reported that the customer had another issue with the foley catheter. Stated that the bedside nurse attempted to place a catheter, when going to inflate the balloon met a lot of resistance and was unable to inflate despite being in bladder, as urine was filling bag. Staff removed this catheter and attempted again, unable to inflate that was as well. Then consulted urology and they came to the bedside and placed a foley. Staff have attached a picture of the first catheter after removal, they tried to re-inflate it and only one side inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.